Manufacturer narrative:
Device evaluation: returned device was received damaged front and rear housing; scratched screen. Unable to download event history log. During the evaluation of the device customer's reported problem was confirmed. The pump's pressure switch test was performed. The test results showed low out of the pump's manufacturer specifications. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical cadd-legacy displayed " failed occlusion test." No adverse patient effects were reported.

Manufacturer narrative:
H2: a1, b5 and h6.

Event description:
Additional information was received that there was no patient present when the issue was identified.